Event description:
Plaintiff was employed as a certified dental assistant who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the following symptoms: urticaria, hives, allergic, rhinitis, itchy and watery eyes, and dyspnea. Plaintiff alleges developing a latex allergy.